Manufacturer narrative:
Correction: there was a reported delay to the procedure of less than 1 hour due to this issue. The computer for the navigation system was returned to the manufacturer for analysis. Analysis found that the hard drive of the computer had three bad sectors. Analysis found that the reported event was related to a computer component issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient demographic received.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the computer of the navigation system did not function as designed, as reported in supplemental report 2. Analysis found that the software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could be replicated in the navigation screen of the application software. It was reported that the navigation system was restarted without resolution. After powering down the navigation system, waiting a few minutes and then restarting the navigation system. The reported issue could not be replicated.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive. It was reported that restarting the navigation system restored functionality.